Event description:
On 4/13/01 smith & nephew was informed of three separate issues with the biorci screw at a hospital. Sales rep stated that the surgeons are using a mixture of smith & nephew products along with linvatek (1.5 beef needles and starters) instruments. The screws broke during insertion in three different cases. Surgeons were able to complete the procedures at the time of the events. One of the surgeons believes that the incidents are technique related and may be placing too much stress on the screw as it is inserted.